Event description:
Related manufacturer reference numbers: 2017865-2023-02399 and 2017865-2023-02403 it was reported that the patient presented remotely via merlin.net. Device interrogation revealed intermittent sensing on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) during an arrhythmia. During a follow up clinic visit it was reported that the patient had passed away due to unknown causes.